Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, a device evaluation could not be performed. This complaint was initiated based on information received from the field. The device remains implanted and could therefore not be evaluated. No medical images were returned to gore for an imaging evaluation. It was reported that after approximately 7 months post device implant, a thrombus formation on the device was identified and thrombolysis therapy to dissolve the thrombus had been planned. It was also reported that a an appointment had been scheduled for a follow-up exam for on (B)(6) 2024. On (B)(6) 2024, gore reached out to the source in an attempt to request additional information on the follow-up results but did not receive a response. The available information does not suggest a device malfunction with respect to device performance. No further information was provided to gore for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.

Event description:
It was reported to gore that on (B)(6) 2023, a 30 mm gore® cardioform septal occluder was selected to treat an atrial septal defect. On (B)(6) 2024, a thrombus on the locking loop of the left atrial disc was identified during follow-up transesophageal echocardiography imaging. Reportedly, the patient is to receive thrombolysis therapy to dissolve the thrombus. A follow-up examination has been scheduled in three months' time.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, gore provided their internal case number to reflect the patient identifier until further notice. H3, code "other": the device remains implanted. Therefore, an evaluation of the device cannot be performed. H6, investigation findings, code c21: gore is currently reviewing the manufacturing records of gore® cardioform septal occluder involved in this case. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.